Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the tube. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint 2145983 has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 5359436 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 5359436 were previously tested in 1553490 on 19/jul/2022. Test results: visual test on reference samples, 10 samples out 10 samples passed the test. Flow test on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 5359436 was manufactured according to the work instruction (wi) version 86 and packaging in the multivac 10, on 21/aug/2021, with a total of (B)(4) units. Gluing of tubing the lot 5362747 was manufactured according to the wi version 48 in the gluing of tubing in the machine sc05 & sc06, on 20/aug/2021, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 5359436 and no other complaint has been registered in database for the same lot 5359436 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.